Manufacturer narrative:
Updated but still an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was climbing an extension ladder to access the loft in the garage. It was noted that the ladder slid backward as the patient got 3/4th of the way up the ladder. The patient assumed the ladder the ladder was placed too much at an angle. The patient fell on the ladder with the patient's legs under the rungs and the patient's back hitting a rung. After the experiences, the patient could not feel the device working. Different settings on program 1 through 4 were tried and raised at two weeks interval. The patient met with the healthcare professional and a manufacturer representative, who said the device was dead. In addition, it was noted that the patient's current device is working and the patient doesn't know about the disposition of the broken stimulator. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor issues. It was reported that the patient first stimulator had to be replaced because he fell off a ladder and broke the stimulator. There were no further complications or anticipations reported with this event.